Event description:
It was reported that during a gyn procedure, the device tissue pad melted, no pieces fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.